Event description:
During use in surgery the suture would not deploy and came free from the anchor. Staff nurse stated that the suture came free from the anchor when the surgeon was pulling back on the inserter. The suture did not break, it released. The surgeon left the anchor embedded in the pt's shoulder and completed the repair with an additional bioraptor. The site was prepared with 3.0mm drill. A 20-minute delay resulted and no pt injury or complications were noted.